Event description:
It was reported that the user experienced hypoglycemia while using the ilet system, noting a blood glucose reading of 73 mg/dl trending downward and onset of slurred speech; the user prepared to treat with a banana and apple juice and planned to delay meal announcement until glucose increased, following troubleshooting and education provided. Symptoms included hypoglycemia with neuroglycopenic manifestations. Outcomes included transient symptomatic hypoglycemia without hospitalization. Investigation included user coaching on immediate carbohydrate intake and meal timing to mitigate further glucose decline. Investigation of this case revealed no device alarms and no confirmed device malfunction, with the event consistent with hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.